Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information and patient's weight. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: n/a, batch: 3715798.

Event description:
It was reported patient had high impedances on one lead. Investigation was unable to identify which lead attributed to the issue. Patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored post-op.

Event description:
Surgical intervention wherein the ipg was replaced took place on (B)(6) 2025.

Manufacturer narrative:
Corrected: b5 the results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.